Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a low blood glucose (bg) level, specific value was not provided. The customer alleged that the pump was not working properly; however, customer declined troubleshooting with tandem technical support and declined to provide further information and the alleged root cause could not be confirmed.